Manufacturer narrative:
Device received with cracked and bleeding lcd glass noted. Unable to perform displacement test and insulin pump self test due to lcd physical damage. Cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call that the device slipped out of her hand and was showing big black lines. Customer was unable to see the whole screen. Customer's blood glucose was 117 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.